Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced an event where package was misshaped. Patient reported that package was not sealed properly and not intact. No further information was available.